Event description:
It was reported that following an implant of an artificial urinary sphincter (aus), the patient developed incontinence, bladder spasms and pain when cycling the device. The operative plan was to remove and replace the device, but during the removal a cystoscopy found erosion under the cuff between 9-10 o'clock on the urethral lumen. The entire device was explanted and not replaced so that the urethra could heal. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, occlusive cuff, and a control pump of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. A malfunction was not identified in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to a malfunction confirmed in the balloon component. The ams 800 pressure regulating balloon (prb) component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormalities were noted, no leaks were identified in the balloon or kink resistant tubing (krt). The balloon did not pass the functional testing for product specifications. Inspection of the pump and cuff components revealed no damage or irregularities. Analysis was unable to confirm the reported based on the information available and analysis results, a functional issue with the balloon was confirmed however, the reported clinical events of urinary incontinence, erosion, pain, and muscle spasm were unable to be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that following an implant of an artificial urinary sphincter (aus), the patient developed incontinence, bladder spasms and pain when cycling the device. The operative plan was to remove and replace the device, but during the removal a cystoscopy found erosion under the cuff between 9-10 o'clock on the urethral lumen. The entire device was explanted and not replaced so that the urethra could heal. No further patient complications were reported.